Event description:
The catheter has been placed centrally via the superior vena cava three weeks before infiltration took place on 11/11/96. The pt had been receiving hyperalimentation. The catheter was removed.

Manufacturer narrative:
The device was not returned for evaluation. A lot history review indicated that there were no manufacturing issues and no product complaints of similar nature reported for this lot.